Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, interrupting delivery. There was no patient involvement. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a colleague infusion pump with a battery depleted set alarm was confirmed in the pump's event history. The root cause of the reported condition was assigned to a battery depleted alarm. The main batteries were replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. This issue is being investigated through CAPA. A service history review revealed no previous service events were related to the reported condition.